Event description:
It was reported that the battery voltage showed a false low measurement due to recent delivery of high voltage therapy. The patient received multiple appropriate therapies due to persistent vf.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.